Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81:72-77, that the pt developed worsening of pre-operative urge symptoms after a sling procedure. The pt was treated with estrogen and anticholinergic medication.